Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately .5645" x .0880" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding the head of the pliers broke after the test was completed, was confirmed by failure analysis. The probable root cause is attributed to use conditions.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue with the instrument was identified before the ports were placed on the patient. The instrument, which had been in use for approximately one year, was inspected prior to the procedure. During the preparation for surgery and after a test was completed, it was discovered that the blade had broken. The broken part (head) completely detached from the instrument, but no fragments fell into the patient. The device issue did not occur during a surgical task (as the surgery had not yet begun), and the surgeon believes the breakage was caused by factory damage. There were no reported collisions with other instruments, and no mention of the surgeon noticing any functionality issues during a procedure since the breakage occurred before use. There is no information provided on whether photographic images or video recordings are available for review.